Event description:
Customer reported device =345 & 530 mg/dl. Customer's friend took customer to hosp. Hosp =73 mg/dl. Customer was also having low blood glucose symptoms, however value was not provided. Customer was treated for low blood pressure - with a breathing treatment, a shot of and prescription for antibiotics, chest x-ray, heart monitor, and cardiogram. No controls were used. Strips were expired. A request was made for return product and replacement product was sent.